Event description:
Pt fell forward in stroller hitting face first onto carpeted floor. X-rays taken. Pt diagnosed with fractured odontoid. Pt had surgery on 12/29/96 to put screw on bone. Pt was unable to eat, therefore, ng tube was used. Due to pt pulling and irritating the site of the surgery, pt had a gastrostomy.